Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) results of third-party testing and the lms final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The following is the result of microbiological test by the third-party labs, provided by the user. Sampling date: (B)(6) 2024 sampling from: biopsy channel, suction channel, a/w channel, auxiliary channel results: negative. Olympus provided the following results of the culture test, performed at the third-party labs: sample receipt date: (B)(6) 2024 sampling from: unk cfu, bacterial identification:2 cfu/sample, revivable aerobic flora result: passed the local standard value. The culture tests provided by service business center showed bacteria within the national standards were detected. Based on the results of the investigation, and since the device was not returned for evaluation, the relevance between the device and the detection of bacteria could not be established and a root cause could not be determined. IFU warns on improper reprocessing as follows: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the gastroinstestinal videoscope tested positive in culture during a drying cabinet validation. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.